Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h6; h11. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the impactor was identified broken in the sterilization unit during the instrument inspection. There was no patient involvement.

Event description:
It was reported that the impactor broke during surgery. There was no consequences or impact to the patient.

Manufacturer narrative:
(B)(4) g2: foreign - event occurred in chile. H6: component code: mechanical (g04) - impactor. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental report will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h11. The reported event was confirmed by review of pictures. Visual examination of the provided pictures identified the impactor pad is broken/fractured. No other assessment can be made based on the provided pictures. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.